Manufacturer narrative:
H3): a portion of the device was discarded, and a portion remained in the patient, thus no investigation could be completed. H6): lld cut/cap is a known risk of complication with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Multiple spectranetics devices (glidelight laser sheath, visisheath dilator sheath, tightrail rotating dilator sheath) were used to attempt extraction. The ra and rv leads had significant calcified binding between them, and the leads began to snowplow (the insulation bunching up on itself). The leads could not be safely extracted, so they were abandoned. The lld within the ra lead was successfully unlocked and removed from the lead''s inner lumen. However, the lld within the rv lead could not be unlocked; therefore, the rv lead/lld were cut and capped and remained in the patient. The patient survived the procedure. This report captures the lld within the rv lead which was cut and capped and remained in the patient.